Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) defibrillation lead, triggered a red alert due to out-of-range shock impedance measurements greater than 200 ohms. Previously, shock impedance trends usually remained in the 40-ohm range with a few jumps to the 60-ohm range. There was no evidence of noise in stored episodes or the presenting electrogram (egm). Technical services (ts) discussed possible causes and recommended bringing the patient in for troubleshooting. This ICD and rv lead remain in service. No adverse patient effects were reported.